Event description:
It was reported that the pt presented for a scheduled device check. Upon interrogation, a very short charge time for a capacitor maintenance was noted. Previous therapies administered ot the pt had charged and delivered appropriately. The pt will be brought in for a manual capacitor maintenance to verify a normal charge time.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.